Manufacturer narrative:
Qn#(B)(4). Returned for investigation was the ac3 martek power supply. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the power supply was performed. No abnormality was noted. The power supply was installed into a known good ac3 for functional testing. The pump was powered up successfully. The power supply voltage check was performed per ac3 series service manual and the 48vdc output was not present. The pump triggered a system error 3 alarm when pumping was initiated, which is consistent with the missing 48vdc out-put. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "unit turn off while conducting a training class" is confirmed. The system failed to initiate pumping. During the complaint investigation of the returned power supply, the 48vdc output was not present during testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to no 48 vdc output. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "unit turn off while conducting a training class". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "unit turn off while conducting a training class". No patient involvement reported.